Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 the customer reported the following complaint issue "the stent was bent bent/kinked." 1 x zebd-5-4 device of lot c1213315 has been returned to cirl for evaluation. Upon evaluation of the returned device, the stent was found to be kinked at porthole 2 from the ductal end. A 0.035 wire guide could not pass this point. No side or back wall damage was observed. It was noted that the stent would not have left the manufacturing facility in a damaged state. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. It may be noted that according to the instructions for use, IFU, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. There is 100% inspection on all stents for kinks and a check that the appropriate size wire guide moves smoothly and freely when inserted into both ends of the stent. There is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc. A review of the manufacturing records for the biliary stent device of lot c1213315 did not reveal any discrepancy related to the complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1213315; upon review of complaints this failure mode has not occurred previously with this lot # c1213315. Prior to distribution, all zebd devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The stent was bent bent/kinked.